Event description:
It was reported that there was a question about the right ventricular lead reporting values for the r-wave of 1 millivolt on the carelink transmission and that it was unable to get underlying beats due to pace dependence. It was noted that impedances were stable and there was no indication of oversensing. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.